Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 8 reference MFR. Report #1627487-2016-00571; 1627487-2016-00572; 1627487-2016-00573; 1627487-2016-00574; 1627487-2016-00575; 1627487-2016-00576; 1627487-2016-00577. It was reported the patient experienced pain at the back of her head and over her left eye. Subsequently, it was determined the patient had an infection. As a result, her entire scs system was explanted. The patient was treated with IV antibiotics and will follow up with her physician to determine any further action that will be taken to address the issue. The patient had two model 3341 extensions from the same lot implanted as part of her scs system and her leads were peripherally place (off-label).